Manufacturer narrative:
The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. If the product is returned and/or additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history found no other complaints for this product. No image or procedure video was provided for review. A review of the instrument log for the fenestrated bipolar forceps instrument (part number: 420205-16, lot number: n10210510-895) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The instrument was used for 25 minutes. The instrument had 0 lives remaining out of 10 max tool uses. This complaint is reportable due to the following: it was alleged that the instrument arced with no evidence or claim of user mishandling or misuse. The allegation could be related to potential electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the fenestrated bipolar forceps instrument arced/ sparked. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information on 27-sep-2021. The instrument had an arc or a flame-like reaction. The arcing occurred between the jaws and the shaft. There was no injury to the patient.